Event description:
Additional information was obtained, revealing that the lead was replaced via surgical intervention on (B)(6) 2025.

Manufacturer narrative:
Patient weight corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to set their ipg to MRI mode due to high impedances on their left l4 lead. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Date of event is estimated.